Event description:
A report has been received from a hemodialysis facility who has reported a possible allergic or hypersensitivity reaction to this dialyzer. The facility has been contacted for information regarding this incident. In speaking with the reporter of the event it was learned that the patient had been receiving dialysis at home when he recently started in-center treatments. The patient reportedly had an episode of loss of consciousness with this dialyzer. Currently the patient is doing very well and continues to receive all dialysis with use of the optiflux 160nr dialyzer without further incident. Of note: the patient received a saline bolus, oxygen, and a dose of intravenous diphenhydramine for this event. The treatment was restarted with the eto sterilized dialyzer and completed this treatment without further incident. Additional information has been requested and to date, no further information has been received.

Manufacturer narrative:
(B)(4).